Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and despite the fact that an exact cause could not be identified, it is possible that the indicated phenomenon "no image" could have occurred as a result of the noted non-reportable events mentioned in the initial medwatch report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation results are as follows: cable twisted at cable section, scratch on cable at cable section, cracked connector in connector section, loose scope mount at head section, cable flooded at cable section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, hd autoclavable camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that image does not appear. This report is being submitted for the reportable event found during evaluation. There was no patient involvement.